Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with unknown saline smooth breast implants which the right side deflated after implantation. As a result, patient had the device removed and replaced with allergan device on (B)(6) 2018. Two lots, 110194, and 112927 were reported and is not clear which lot is the affected device, upon receive of clarification mentor will report accordingly.

Manufacturer narrative:
On 8/15/2018, additional information indicated that the catalog number of the deflated right implant is 3542640, and patient replacement is allergan saline device, and the device was discarded and not coming back. The patient did not experience any accompanying symptoms, was not hospitalized, and has since fully recovered. Date of implantation according to this report updated to (B)(6) 2002, date of event updated to (B)(6) 2018. A device history record review is in progress for both lots (110194, 112927) once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).